Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during a procedure, the pacemaker (pm) and right ventricular (rv) lead were connected. However, low voltage output was inadequately produced. It was identified that the set screw was loose. The rv lead failed to be removed from the device header. The pm and lead were not used and the procedure was completed with a different pm and rv lead on (B)(6) 2024. The patient had no consequences throughout the procedure.